Event description:
An ophthalmic assistant reported an unexpected postoperative outcome following intraocular lens (iol) implant surgery. Additional info was received from the ophthalmic assistant, who reported the iol did not cause or contribute to the event.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Additional info was requested on 04/30/2012, 05/01/2012 and 05/14/2012 by phone, fax, and mail. A completed questionnaire was received on 05/01/2012. (B)(4).